Event description:
It was reported that the seal was burst for a couple of intermittent catheters in the box, so the patient could not activate lubrication. Per follow-up information received via ibc on 17nov2021, stated that the patient found the seals burst inside the box, and it was uncertain when the seal was burst. The patient did not mention any issues about voiding urine.

Manufacturer narrative:
The reported event is inconclusive as no sample was returned for evaluation. A potential root cause for this failure could be "machine out of parameters". It was unknown whether the device had met specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. A labeling review was not performed because labeling could not have prevented the reported failure. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.

Event description:
It was reported that the seal was burst for a couple of intermittent catheters in the box, so the patient could not activate lubrication. Per follow-up information received via ibc on 17nov2021, stated that the patient found the seals burst inside the box, and it was uncertain when the seal was burst. The patient did not mention any issues about voiding urine.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.